Event description:
While attempting to defibrillate a patient in cardiac arrest with the philips heartstart mrx monitor/defibrillator, the monitor displayed "no shock delivered, press pads firmly" message. New pads from a different agency/lot # were placed and repositioned and defibrillation attempted again with the same reading. No shock was delivered.